Event description:
One patient with discrepant sodium results. Initial result gave 130 mmol/l, same sample repeated gave 138 mmol/l. Initial result not reported. The user performed maintenance and troubleshooting activities which resolved the issue.